Event description:
It was reported that during a c5-6 anterior cervical fusion, temp. Pin shaft fractured when surgeon attempted to put in place. Then the surgeon had to curreted out enough bone to remove it.

Manufacturer narrative:
Na